Event description:
It was reported that the patient had an operation for congenital heart disease. After the operation, the patient had a complete av-block iii, with the need for an external pacemaker. Suddenly, the blood circulation collapsed. The output of the epg (external pulse generator) was programmed very close to the threshold value. The next day, the patient was being carried to bed by the medical staff, and the device stopped working. A heart massage was given for 30 seconds. The epg was replaced. After the epg replacement, the patient was reported to be doing well. The epg had been checked 50 minutes before the event and found to be functionally normal. No further patient complications have been reported as a result of this event. It was reported that the patient had an operation for congenital heart disease. After the operation, the patient had a complete av-block iii, with the need for an external pacemaker. Suddenly, the blood circulation collapsed. The output of the epg was programmed very close to the threshold value. The next day, the patient was being carried to bed by the medical staff, and the epg stopped working. A heart massage was given for 30 seconds. The epg was replaced. After the epg replacement, the patient was reported to be doing well. The epg had been checked 50 minutes before the event and found to be functionally normal.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the device was returned the manufacturer and analyzed. The device passed all tests with no visual/electrical anomalies observed; device conforms to specifications.

Event description:
It was reported that the patient had an operation for congenital heart disease. After the operation, the patient had a complete av-block iii, with the need for an external pacemaker. Suddenly, the blood circulation collapsed. The output of the epg (external pulse generator) was programmed very close to the threshold value. The next day, the patient was being carried to bed by the medical staff, and the device stopped working. A heart massage was given for 30 seconds. The epg was replaced. After the epg replacement, the patient was reported to be doing well. The epg had been checked 50 minutes before the event and found to be functionally normal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found the device passed electrical testing, with no anomalies observed. Visual analysis found contamination on the battery contacts, which may have contributed to the reported event.